Event description:
Tpn was infusing at 60cc/hr. On a triple plum pump. The pump alarmed "air in line" and the nurse found the pt to be experiencing a grand mal seizure at "7/14 0035" the pump settings were found to be volume to be infused -482cc total volume infused. 1841cc rate 1999/1hr. The 2nd pump was empty and off. The 3rd pump had 1/2 ns c 25cc/1/hr. The pt was resuscitated but died 7/14/04 at 0845.